Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the reported complaint of the inserter breaking. The inserter has broken at the weldment of the distal tip. An examination of the weldment showed it had adequate weld penetration on the shaft and tip. The broken tip remains within the anchor. The anchors hex is no longer aligned with the anchors hex. Clinical details were provided stating that a 2.5mm drill was utilized to prepare the insertion site. The reduced size drill utilized likely cause excessive torque when inserting the anchor causing the inserter to fail. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported that the twinfix ultra ti 6.5mm anchor inserter broke during insertion. Another device was available for use. No patient injury or other complications were reported.